Event description:
On july 21, 2008, a lay user/patient contacted lifescan (lfs) alleging that on onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient tests his blood glucose three times a day and manages his diabetes with pills, diet and exercise. A week earlier in the evening time, the patient alleged that the meter would not power on. As a result of the alleged meter issue, he reportedly took no actions towards his diabetes routine. Sometime after the alleged issue, the patient mentioned that he developed symptoms of "frequent urination" and reportedly did not seek medical intervention or received any treatments. It was unknown whether the patient treated himself due to the reported symptoms. However, the patient did mention that he was testing on a backup meter and obtained a "109 mg/dl" at an unspecified time or date. At the time of troubleshooting, the following was verified by the csr: there was no misuse of the product and the patient was using the correct test strips to test the meter with. The meter powered on when the power button was pressed and when the test strip was inserted all the way into the test strip port. Although the alleged issue was resolved with troubleshooting, this complaint is being reported because the patient claimed that he developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The patient's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. See scanned page.